Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow accuracy test in the central sterile processing department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be reproduced due to an unrelated issue. The device was found out of specification in relation to the reported failed flow rate testing. The reported symptom was verified and found to be caused by the valve and finger pressure plate travels which were found to be out of specification. The pressure plate travels were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.